Manufacturer narrative:
The field service engineer (fse) replaced valves, a reservoir, the liquid level detection (lld) sensor, and a sipper. Salt deposits were identified on the incubator cover and a droplet on the reagent tubing line. The fse replaced the tube. The instrument operated within specification. The investigation determined that a hairline crack in the reagent tubing line was the cause of the event.

Event description:
The initial reporter questioned the results for 62 patient samples tested for elecsys tsh v2 (tsh), elecsys ft4 IV (ft4 IV), elecsys ige ii (ige ii), elecsys ft3 iii (ft3 iii) and elecsys t3 (t3) on a cobas 8000 e 801 module. The following are examples of discrepant results for 5 patient samples. Patient 1 initial ige ii result was 0.200 iu/ml. The repeat result was 337 iu/ml. Patient 2 initial t3 result was 0.553 ng/ml. The repeat result was 0.986 ng/ml. Patient 3 initial tsh result was 0.0734 uiu/ml. The repeat result was 1.38 uiu/ml. Patient 4 initial ft3 iii result was 0.6 pmol/l. The repeat result was 4.54 pmol/l. Patient 5 initial ft4 IV result was 0.259 ng/dl. The repeat result was 1.64 ng/dl.

Manufacturer narrative:
The tsh reagent lot number was 90637101 with an expiration date of 28-feb-2027. The ft4 IV reagent lot number was 891745 with an expiration date of 30-sep-2026. The ige ii reagent lot number was 870196 with an expiration date of 30-nov-2026. The ft3 iii reagent lot number was 885874 with an expiration date of 31-oct-2026. The t3 reagent lot number was 893965 with an expiration date of 31-dec-2026. On (B)(6) 2026, salt deposits were identified on the incubator cover along with a hairline crack in the reagent pipette line. The investigation is ongoing.